Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/26/2014 with the following findings: pump powers with returned battery cap to a dim discolored display. Battery compartment cracks observed in thread area and below grip pad. One occlusion alarm related to an unidentified high force observed in black box on (B)(4)2013. Pump was exercised for 24 hours on a 1 unit per hr basal rate with no ¿occlusion¿ alarms duplicated. Removed pump case. Force sensor pins seated and solder connections intact. Force sensor resistance and calibration fail. Disassembled force sensor, evidence of contamination found in force sensor housing and force sensor shim. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, dim display, and out of calibration force sensor. This report is made based on the results of an investigation completed on 09/26/2014.